Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm the hard fault 32100. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a 32100 error on arm 4. The customer tried to emergency power off (epo) the patient side cart (psc) with no change. The customer would see if the doctor wanted to do the case as a 3-arm case. The customer was also aware that the table motion does not work with only 3 arms. There was no reported injury.

Manufacturer narrative:
The proximal setup joint (suj) was installed onto a golden system where the 32100 error was triggered at start up in normal mode, replicating the reported event. The suj failed to clutch the horizontal brake, manually exercised the horizontal axis and the unit released the brake. The suj was then installed onto a patient fixture test platform (pftp) where the suj passed all tests. Upon visual inspection, no issues were found that would be related to the reported event. The root cause is attributed to defective components. The horizontal brake, horizontal rolling loop and fiber optic were found to cause issues.